Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional further described the symptoms as delayed granulomas. A biopsy confirming the "granulomas" was not provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported of a patient that was injected with juvéderm volift with lidocaine in the lips and perioral region by another injector. About 3 months later, patient developed hard lumps in region of filler injections on the left cheek and upper lip. About 3 weeks later, patient was treated with hyalase. Symptoms are ongoing.